Manufacturer narrative:
Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the turbine to address the reported issue and shipped the defective component to carefusion for failure analysis. Failure analysis: carefusion was able to verify the reported issue. During the initial bench test, after installing the turbine manifold assembly with golden testing unit, the unit would power up normally but the turbine assembly did not rotated and produced visual/audible disc/sense alarm. Visual inspection of the turbine manifold assembly did not reveal any anomalies, but internal inspection and investigation found that the turbine assembly was seized with the white residue. The unknown white residue inside the turbine assembly is consistent with residues that have been identified using tof-sims analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. The aluminum, alumina, and aluminum hydroxide are consistent with corrosion products of the aluminum turbine. Corrosion of aluminum is an oxidation process that will occur when bare aluminum is exposed to water. The likely cause of the white contamination in the turbine is exposure to water causing the turbine to corrode. Corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances. Carefusion scrapped the turbine manifold assembly after failure analysis.

Manufacturer narrative:
(B)(4). Carefusion has received the defective component on site and is in the process of evaluating the device. Once the results are available, a follow-up medwatch form will be submitted.

Event description:
It was reported to carefusion that the turbine had seized and the customer is unable to use the ventilator on patients. There was no report of any patient involvement or patient harm associated with this complaint.